Event description:
Report #2 of 2 for this event. It was reported via a legal notification that a patient had an initial left knee total arthroplasty. Subsequently, six (6) years, two (2) months later, the patient underwent a revision procedure of the left knee due to prosthesis wear, aseptic (non-infected) component loosening and osteolysis. As a result, the patient experiences pain, discomfort, ambulatory difficulties, soft tissue damage and balance problems. No additional information is available.

Manufacturer narrative:
D10: 02-010-01-0240 - logic femoral ps cem left sz 4 2001703, 02-012-41-4030 - logic tibia traptray cem sz 4f/3t 1995880, 200-02-35 - three peg patella 35mm 1734289 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm 1971533. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2022-01256. The revision reported is most likely due to prosthesis wear and/or instability; however, the reported prosthesis wear and contributions from implant positioning, instability, and/or patient-related factors to the sequence of events cannot be confirmed as the devices are not available for evaluation and limited clinical information was available at the time of evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.